Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device at the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device power light on the screen was blank and the user had to remove the batteries to turn it off, a lock up failure. Once the batteries were re-installed, the device passed the self test. There was no pt use associated with the event.